Event description:
According to the reporter, they have a study which appears to show that the capsule detached from the esophagus early. Tech support received a copy of the study which showed a drop in ph after about two hours, then the tracings and ph spike. No equipment is being returned.

Manufacturer narrative:
Corrected information: section (evaluation codes) additional information:(evaluation summary) evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the ph values transmitted at the beginning of the study were within the normal range and displayed as a line chart with no discontinuities in the study data. There was then a sudden drop in the ph level from 6ph to below 4ph, which indicates the capsule has fallen into the stomach. There were also extreme ph values recorded later in the study which appeared as blue lines which are attributed to the high acidity of the stomach. The early detachment of the capsule was confirmed. If information is provided in the future, a supplemental report will be issued.